Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the medapplication was failed to launch while returning the medications. A technical support specialist was closed the complaint, after the customer informed that a new medbank would be received. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank main was experienced a crash in its med application during the return of medication. The customer reported that the malfunction occurs when the user was tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.